Event description:
The tech alleged that when the brake steer pedal is set for brake the bed still moves. No pt impact.

Manufacturer narrative:
The tech adjusted the brake casters to resolve the issue.